Event description:
Kimberly-clark received a report stating, ¿ the pediatric patient with a gastrojejunostomy (gj) feeding tube returned sooner than expected because the white gastric port kept popping out. This required replacing the gj tube. The patient was not harmed.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample feeding tube, which was identified as the tube reported in the event, was returned to kimberly-clark by the reporting facility. The molded head, tube, and retention balloon exhibited a yellowish discoloration. Upon receipt the gastric lumen port appeared attached to the molded head; however, gentle manipulation in the laboratory confirmed separation of the gastric port from the molded head. Residual adhesive was present on the separated port component, and the root cause of the observed separation could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.